Event description:
The consumer's son was pushing his mother over a trellis when the bottom bolt on the stem housing allegedly broke, causing the consumer to fall and break her knee cap.

Manufacturer narrative:
A wheelchair over 14 years old was at a facility for patients use. Users son was pushing user over a threshold and allegedly the stem bolt broke. User reportedly fell out of the chair and broke their knee cap. Chairs maintenance history is unknown, user was not able to provide who the owner of the chair was. Photos were received and no determination could be made based on photos. Device is 14 years old and no longer in warranty. Unclear if proper chair maintenance was performed. MDR filed based on injury claim.